Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation. It was mentioned that the sheath and the farwave catheter was placed in the left atrium and the air was continuously drawn at the same time, a reverse blood was drawn and air was not on the side port of the sheath was noted. Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation. It was mentioned that the sheath and the farwave catheter was placed in the left atrium and the air was continuously drawn at the same time, a reverse blood was drawn and air was not on the side port of the sheath was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress s) through<the tear on the valve.